Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 02-dec-2014, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 21-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On june 3, 2021, it was reported that the patient was in need of an MRI, but the patient had said the implanted neurostimulator (ins) was dead. MRI eligibility was requested. No patient symptoms reported. Then, on january 14, 2022, additional information was received. The manufacturer representative (rep) reported that the device had been off for a long time. The rep interrogated the device on january 14, 2022, and it showed that the leads had disconnected. Contributory factors were unknown. Surgical intervention was planned but not yet scheduled to put in a new implanted neurostimulator (ins) and possible lead revision.

Manufacturer narrative:
Continuation of d10: product ID 3777-45 serial# (B)(6) implanted: (B)(6) 2011: product type lead product ID 3777-45 serial# (B)(6) implanted: (B)(6) 2011: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying the report of ¿checked the connection which showed the leads as disconnected,¿ by stating that on their tablet when under the check connections, leads 0-15 showed up as ¿not connected¿. No diagnostics were performed. The rep turned intensity up, but the patient never felt paresthesia at all. It was reported that the rep did not know if surgical intervention would occur at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.